Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause was determined to be use error. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
Baxter received a report from a patient who stated that while trying to reprime the patient line they replaced only the cassette and not the supply bags. The technical service representative (tsr) assisted the home patient (hp) to cycle power back to load cassette then had the hp set up again with a new cassette and bags. Baxter was contacted by the nurse on (B)(6) 2011. The nurse stated she was unaware of the event and would address proper therapy techniques with the patient. She had just seen the patient and therapy was going fine. No patient injury or medical intervention was reported.